Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation. A batch review has been performed and there were no exceptions noted during the manufacturing of this device. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter (B)(4) to report three infusors in which the devices burst. This complaint concerns third of the three units affected. The device was filled with 2 grams in 40 milliliters of an unknown drug. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.